Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor called carefusion technical support to report that one of their units has liquid spots or visible patches, or what looks like fluid that have made the touch screen inactive. No patient involvement.

Manufacturer narrative:
(B)(4). Per the information provided by the foreign distributor, carefusion technical support determined that the front panel assy appeared to be defective. A replacement front panel assy was shipped to the distributor. Carefusion technical support also issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel assy for evaluation. As of february 25, 2015 the alleged faulty front panel assy has not been received. Should the alleged front panel assy be received and evaluated, a follow-up medwatch report will be submitted.